Manufacturer narrative:
Analysis found the device overheating and making an abnormal sound. Internal parts such as the middle housing, shaft, release color, stainless steel ball, o-ring, nose, and bearings were deteriorating. The deteriorating parts were replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via manufacturer representative that the handpiece had abnormal sound and overheated during use. The procedure was completed without further issue. There was no patient impact.